Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to charge to set energy and would not discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.